Event description:
Information was received indicating that while is use of a smiths medical cadd legacy pump, patient reported that pump seemed to be running out of remodulin before it should. Per patient, he stated that the reservoir volume showed 6.4ml, but the cassette was done dry and there was air in the line. It was also reported that the patient was symptomatic as a result and he felt like "someone had lit a fire and it was running through his ears". No further adverse effects were reported.